Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high when compared against another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 at approximately 4:30 pm. The patient reportedly obtained a blood glucose reading of ¿11.4 mmol/l¿ with the subject meter. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise. However, the patient denied taking any action in response to the reported result. According to the csr¿s documentation, ten minutes after the alleged issue occurred the patient reportedly felt dizzy and at an unclear time later he walked to the hospital. During his time in the hospital, he reportedly obtained a reading of ¿7.2 mmol/l¿ with the hospital¿s device, however, was not administered any medical intervention. Within 30 minutes after testing with the hospital¿s meter, the patient claimed he walked back home and obtained a reading of ¿11.4 mmol/l¿ with the subject meter. The patient reportedly continued with his usual oral regimen. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.